Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring. On (B)(6) 2011 the patient underwent a mesh excision.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and mesh was implanted to treat pelvic organ prolapse and stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.